Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that the heater line of an amia cassette detached which resulted in a solution leak inside the door of the amia device. The patient was connected during an unspecified cycle of peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.